Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was found bent and defective when removing it from the packaging prior to use. The following information was provided by the initial reporter: "bd blunt plastic cannula defective/bent when removed from packaging".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Sample analysis could not be performed, and the symptom reported by the customer couldn't be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd interlink¿ blunt plastic cannula was found bent and defective when removing it from the packaging prior to use. The following information was provided by the initial reporter: "bd blunt plastic cannula defective/bent when removed from packaging".